Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had beep anomaly. Customer's blood glucose level was unknown. Customer did not hear power alarm because of power error. It was also stated that the insulin pump had pump error power error detected. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The device will not be returned for analysis.